Event description:
Healthcare professional reported that the pump did not alarm for occlusion. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.